Event description:
It was reported that right ventricular (rv) lead post-pace t-wave oversensing (twos) was observed. The rv sensitivity was reprogrammed, which resolved the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead post-pace twos persisted after the reprogramming. Troubleshooting was performed but the twos was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.